Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023.

Event description:
It was reported that the manufacture representative was having difficulty connecting to the patient's ipg, and the patient needed help exiting MRI mode. The patient stated they had an MRI 3 months prior and lost their controller. The patient was not able to exit from MRI mode after an MRI. Troubleshooting took place and was unsuccessful, but there was a cp that had connected to the patient's ipg previously. The manufacture representative met with the patient again and troubleshooting took place where MRI mode was exited using their cp, and issue was resolved.

Manufacturer narrative:
Date of event estimated. Based on the information received, the event is consistent with the loss of the bluetooth pairing bond while in MRI mode. As a result of this finding, abbott is performing further investigation.